Event description:
It was reported that at implant, it was not possible to screw the leads on pacemaker. Pacemaker was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated grommet damaged and set screw rounded and in connector bore. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue.